Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after receiving shocks. Upon interrogation, it was revealed that the device was inappropriately delivering therapy in response to supraventricular tachycardia. No intervention was performed. The patient was stable.

Manufacturer narrative:
Date of birth should have been submitted with the initial report. Inappropriate shock should have been submitted with the initial report.